Manufacturer narrative:
Device evaluated by MFR.: express device 8x20x135 received for analysis. The device was received in two sections as a result of a shaft break. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. No issues were noted with balloon. A visual examination found the stent to have been deployed from the device. The deployed stent was not returned for analysis. A visual and tactile examination found a complete break of the shaft located approximately 210mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the device. No other issues were identified with the shaft. A visual and microscopic examination of the device identified no issues with the markerbands or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-jun 2020. It was reported that a shaft kink and stent deployment failure occurred. The target lesion was located in the right subclavian artery. A 8.0x20x135cm express ld stent was advanced for treatment. However, it was noted that the stent could not be deployed when reaching the lesion. When the device was pulled out from the patient's body, it was found that the delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the pateint's status was stable. However, returned device analysis revealed shaft detached/separated and stent detachment/separated.